Manufacturer narrative:
(B)(4). The hospital advised noradrenaline was infusing at the time of the event related to the colleague pump. Reportedly the patient expired approximately 24 hours later. It is unknown what interventions were required. The cause of death is unknown. It is unknown if an autopsy was performed. The device was not returned to baxter for evaluation. The hospital's technician contacted the baxter sales representative and advised that the device had been evaluated by a third party (unknown). The third party technical service performed all tests and no deviation was observed. The maintenance of this pump is performed by a third party technical service (unknown). The hospital declined to provide additional information to baxter. The problem was not confirmed. Baxter technical service downloaded the event history for review. Several programming changes were observed. The user changed the programming values several times. The set was not removed from the pump. All procedures were performed and review of the event history performed with no failure noted. The keep vein open (kvo) was related to the end of infusion.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device was programmed for an infusion on a patient and the device alarmed kvo (keep vein open) and stopped before finishing the programmed infusion. The hospital informed that it was infused noradrenaline on patient with colleague pump and after 24 hours, the patient died. There was patient involvement. There is no further complaint information available. The user interface module master software version is currently unknown.